Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had experienced a loss of therapeutic effect after falling twice onto her back. The pt fell once off the bed and once off the couch onto the floor. Her relief was not as good as it was prior to the falls. The pt was also feeling stimulation in the wrong location. X-rays were taken and the pt was told her system was intact. Further info received reported the pt refused device replacement. No injury was reported. The pt's status was unk.